Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected and failed battery test. The customer¿s blood glucose level was 136 mg/dl. The customer stated insulin pump is giving a error message that says power error detected.. The customer was assisted with troubleshoot for power error detected and the customer stated that pump has not been exposed to temperatures below 41°f. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The customer stated that they received failed battery test. The customer was assisted with troubleshoot for failed battery test. Pump did not alarm with replace battery now. Customer states they do not receive frequent battery failed alarms. Alarm is cleared before inserting battery. The insulin pump will not be returned for analysis.